Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Event description:
It was reported that this pacemaker showed a decrease in estimated battery longevity from five years to elective replacement indicator (eri) within two years' time frame. The device reached eri unexpectedly and was in back-up pacing mode. The patient was scheduled for a device change out procedure. At this time evidence suggests the device remains in service. No adverse effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker showed a decrease in estimated battery longevity from five years to elective replacement indicator (eri) within two years' time frame. The device reached eri unexpectedly and was in back-up pacing mode. The patient was scheduled for a device change out procedure. At this time evidence suggests the device remains in service. No adverse effects were reported. Additional information was received that the pacemaker was explanted and successfully replaced. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that this pacemaker showed a decrease in estimated battery longevity from five years to elective replacement indicator (eri) within two years' time frame. The device reached eri unexpectedly and was in back-up pacing mode. The patient was scheduled for a device change out procedure. At this time evidence suggests the device remains in service. No adverse effects were reported.